Manufacturer narrative:
(B)(4). Physio control reviewed the device data and verified the reported issue. Physio determined that the use errors listed below was the cause of the reported issue. The user intended to press analyze but instead pressed power button at 3:21:05. The device was powered back on at 3:21:07, resulting in a 2 second delay. On four separate occasions the user was prompted by the device to ¿push analyze¿; at 3:20:47, 3:20:58, 3:21:10, and 3:21:21. The underlying cardiac rhythm was ventricular fibrillation (vf) at the time of each user voice prompt. It wasn¿t until the patient was transferred to a lifepak 15 that they received their first defibrillation, 4 minutes and 32 seconds into the case. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that a use error of selecting the power button instead of the analyse button caused a 2 minute delay in care and may have caused or contributed to a patient death.